Event description:
It is reported that on post-op x-ray, surgeon noticed a piece of metal. Upon inspection of the impactor rod, a thread was missing from the instrument.

Manufacturer narrative:
Evaluation summary: many factors may have contributed to the thread fracture including, but not limited to, off-axis impaction, wear and tear on the impactor over the impactor's potential 14 year life, or improper handling or cleaning processes. Also, the impactor may have not been completely threaded into the stem, however, a final conclusion cannot be reached at this time. As returned, a portion of the threads of the inner threaded rod have fractured off the device. The instrument was found to meet print specifications and the device history records appear to be conforming. The x-ray submitted with the complaint shows a small metal fragment just medial to the tip stem which is similar to the fragment missing from the impactor rod.